Event description:
On (B)(6) 2019, the user contacted dario to report high blood glucose readings. He indicated that prior to contacting dario, he was getting high blood glucose (bg) levels of 160 mg/dl - 200 mg/dl. The user reported that he was taking steroids for 3 weeks. As per dario's user guide "certain medications, food supplements, medical treatments, and health conditions can interfere with the blood glucose system and cause inaccurate results". He also mentioned that he knew the steroids would cause high bg readings. The user reported that due to the high readings he had doubled and tripled his metformin dosage to 1000 metformin twice per day. Once the user was off the steroids, he noticed that his bg readings were still high, he went to his doctor's office where they measured his bg level at 115 mg/dl. The user compared his bg level with his dario meter and received a reading of 167 mg/dl. While on the call with dario's representative the user could not troubleshoot as he did not have the dario meter and strips with him. He reported that he tested with a new cartridge of strips and that the readings were still in the same high range as reported. He also reported testing his dario meter and strips with dario's control solution and it was reading in range. The user did not mention any side effects and did not seek any further medical intervention. While following up with the user, he refused to troubleshoot and disconnected the call. No resolution available.